Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm. After the procedure, a control angiogram was performed. It was reported that two weeks post implant, after reviewing the control CT, it was found that the bifurcate had disconnected from the contralateral limb causing a type iii endoleak. The physician implanted an endurant ii limb resolving the endoleak. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine. A review of several returned still angiogram images revealed that the ipsilateral limb and extension were positioned within the right iliac and the contra limb and extensions within the left iliac artery. There was contrast seen within the right common iliac, likely from type iii separation endoleak between the overlapping ipsilateral limbs. There does not appear to be any overlap between the two limbs and the limb extension has partially pulled out of the bifurcate ipsilateral limb. The limb extension appears angulated. The leak was treated by relining a limb across the junction, extending approximately 3cm distally. The cause of the endoleak is unknown. Images during implant were not available for return and the amount of overlap at implant is unknown. It is possible that minimal overlap and/or the limb extension angulation may have contributed.